Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with gehc technical support and confirmed the reported complaint. However, the failure did not occur again when trying to recreated the issue. No further information on the status of repair is available. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 2/3/17 phone call, 2/6/17 phone call, 2/7/17 phone call.

Event description:
The hospital reported the unit over delivered pressure during a case. There was no report of patient injury.